Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes attributed to adverse event, date of event, implant or explant dates: dates estimated. Attachment: article titled, "sex-specific impact of anthropometric parameters on outcomes after transcatheter edge-to-edge repair for secondary mitral regurgitation."

Event description:
This is filed to report all-cause mortality. This research article was a retrospective study designed to evaluate the association of calculated body surface area (bsa) with two-year all-cause mortality of patients who underwent edge-to-edge repair (teer) for secondary mitral regurgitation (smr) using mitraclip. Complications identified in the study included: two-year all cause mortality. In conclusion sex-specific association patterns demonstrate the complex influence of anthropomorphic factors in heart failure (hf) patients scheduled for teer. Further investigation beyond simple evaluation of weight and height is needed for better comprehension of the obesity paradox and better prediction of the results of transcatheter therapy in hf patients. Details are listed in the attached article titled, "sex-specific impact of anthropometric parameters on outcomes after transcatheter edge-to-edge repair for secondary mitral regurgitation."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed and due to the limited information available from the article, the cause of the reported death was unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. B2, b3, d6: dates estimated d4: the UDI number is not known as the part and lot number were not provided.